Event description:
Hold jt 5.4 it was reported that the pump battery was depleting quickly. There was no adverse effect to customer's blood glucose level. Customer declined further troubleshooting.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.